Event description:
It was reported that a patient underwent an obturator sling procedure on an unknown date. The patient has been experiencing constant pain since the device was implanted. The pain is stabbing, cutting, tugging, burning and tingling in the vagina, rectum, perineum and abdomen. The mesh has eroded. The patient has had various injections and has had two partial mesh removal procedures to alleviate the pain, which were all unsuccessful.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.